Event description:
It was reported that prior to the start, post anesthesia of a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument "cutter head" was disconnected. The procedure was completed with no reported injury. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 16-june-2022: the harmonic ace instrument was inspected prior to use, and no issues were noted. The reporter clarified that the harmonic ace instrument blade broke off and fell into the patient. The fragment was retrieved during the same procedure. The instrument did not collide with any other instrument or tool during the procedure and the instrument was not removed prior to the breakage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The harmonic ace instrument blade was found to have broken at the base, and the broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the instrument blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken instrument blades is typically attributed to mishandling/misuse. A review of the instrument logs for the harmonic ace instrument (part number 480275-08 / lot number m90200324-0045) associated with this event has been performed. Per the review, the harmonic ace instrument was last used in a procedure on (B)(6) 2021 on system (B)(4). The alleged instrument had 0 uses remaining after the last procedural use. Isi received images of a broken harmonic ace instrument. A review of the image was conducted by an isi regulatory post market surveillance (rpms) and found the following information: the harmonic ace instrument blade was detached. This complaint is a reportable malfunction and adverse event due to the following conclusion: it was alleged that the blade of the harmonic ace instrument broke off and fell into the patient during procedure. The fragment was retrieved during the same procedure.